Manufacturer narrative:
On site testing of the involved devices by a spacelabs field service engineer (fse) confirmed that all equipment performed to specifications. Testing was witnessed by a facility staff member. The fse also tested the customer¿s laser printer that was connected to the telemetry central monitor. The printer did not work and the ECG printer commands in the receiver module were set to ¿off¿ which explains why there was no printout of the reported event. The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. An alarm for a five beat run of vtach was located for the reported event time. There was no malfunction. The customer had transferred the alarm record from the alarm folder to the removed section of the alarm review folder in the database. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 5:03:34 p.m., a telemetry central monitor model 91387-38 with receiver module model 90478 and transmitter model 96281 failed to alarm for ventricular tachycardia (vtach). No injury was reported as a result of this event. The customer also reported that the event did not printout.